Event description:
Healthcare provider reported "anxiety-product/procedure" for the left side. Healthcare provider later reported seroma, suspected alcl, and granuloma. The device has been explanted. Pathological markers confirming alcl have not been received. "Autoimmune disorders" were also reported but are not related to the device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspect of bia-alcl."